Event description:
The customer contact reported air in the tubing set distal to the cassette. The tubing set was primed with d5w and the 150ml soluset was filled with 50ml of d5w. It was reported that as the pt was being transported, the nurse noted air in the tubing distal to the cassette. This was just prior to loading the tubing set into the pump. The tubing set was not being used to deliver at the time the air was noted. The customer contact stated that either the air was eliminated from the tubing set or the tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.